Event description:
Customer alleged that the hilo had an unintentional movement in the upward direction.

Manufacturer narrative:
The tech determined that the reason the bed would have unintentional movement was due to the left foot control assembly. The issue was resolved when the tech replaced the left foot control assembly. This bed operated within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.